Event description:
Customer reported the tip broke off during use. The tip was successfully retrieved with a 4 mm microsnare. No patient complication or injury was reported. Additional procedure time (1 hour) and equipment (microsnare, endomycardial foceps) used to retrieve tip. Patient's condition reported to be fine and "unchanged".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the tip broke off during use. The tip was successfully retrieved with a 4 mm microsnare. No patient complication or injury was reported. Additional procedure time (1 hour) and equipment (microsnare, endomycardial foceps) used to retrieve tip. Patient's condition reported to be fine and "unchanged".